Manufacturer narrative:
The device was not returned for evaluation. Evaluation into root cause of the reported defect could not be performed. No CAPA or pra will be performed for the complaint. Manufacturing records could not be reviewed and a lot number is unknown. Trends will continue to be monitored through the edwards quality systems.

Event description:
It was reported by the sales rep that "the intraclude aortic device, icf100 was placed under tee guidance in the usual fashion. When the balloon was inflated and it was time to deliver antegrade cardioplegia they couldn't deliver. It was thought to be "kinked" inside the endoreturn introducer at the point of the curve where the catheter exits the side arm. They converted to a chitwood cross clamp to perform the case that way. They did not keep the product for evaluation." No patient injury was reported